Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
It was reported that the systems left (live) monitor was not turning on. This can cause the system to become unusable due to the inability to view the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.